Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 9. The ultrafiltration volume was 1229 ml. This event meets overfill criteria. This is report 5 of 6.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. With reference to the iipv decision tree, the probable cause for the iipv found in the device logs was determined to be insufficient drain - use error; tidal uf removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. This review found the labeling adequate for the user errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).